Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had an increase pain and tenderness at the battery site and was experiencing an involuntary lower extremity movements when the stimulation was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had an increase pain and tenderness at the battery site and was experiencing an involuntary lower extremity movements when the stimulation was turned on. The patient will undergo an explant procedure.